Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that during a bwi-sponsored clinical study, a patient underwent an atrial fibrillation ablation procedure (right flutter ablation, target cavotricuspid isthmus) with a navistar thermocool and there was a steam pop. The steam pop occurred during ablation, 14th point, mid-line. The ablation mode and thresholds for the ngen generator were as follows: power mode: 50°c cutoff, max delta 100 ohms, <30w 17ml/min, >30w 30ml/min. The temperature, impedance, and power were as follows: > 45 w, 34°c average temp, 119 initial impedance. The length of the ablation cycle when the pop was observed at the same tip position was approximately 32 seconds. No error messages occurred on the system. No further details were provided regarding troubleshooting of the device or completion of the procedure. No patient consequences were reported.